Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿connector there was an issue with a leakage. It was stated ¿when the patient attempted to get up from the bed, the chemo line disengaged causing a leak of less than 5cc onto the floor, and one drop on the patient". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: since no physical or picture samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Since a lot number was unavailable for this incident, a production history review could not be performed and retained samples from the manufacturing facility could not be evaluated. During the molding process, visual inspections are performed for the connectors and quality dimensions are measured. During the assembly process, the welding and the position of the membrane and checked for accuracy. Leakage testing is also performed during the assembly process to ensure quality and functionality. Based on the limited investigation, a cause for the reported issue could not be determined. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.